Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a general surgical procedure on (B)(6) 2016 and the suture was used. During the procedure, the tip of the needle was found to be bent when it was pulled from the package. It is unknown how the procedure was completed. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that the tip of the needle was damaged. Representative samples were returned for evaluation. Visual examination revealed that the tip of the needles were damaged. The condition of the samples indicate that the assignable cause is needle tip defect. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.